Manufacturer narrative:
Product ID: 8709 lot# j10897r24, implanted: 2001 (B)(6), product type catheter product ID: 8709 lot#, j12219r11 implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient had an MRI about a month prior to the report. Following the MRI, the patient did not present to their healthcare provider's office or notify them that they had an MRI. Weeks following the MRI, the patient had a routine pump refill. The logs indicated that a motor stall occurred on (B)(6) 2013 and that the "stopped pump period may exceed tube set". A motor stall recovery was noted to have occurred on (B)(6) 2013. Discussion revealed that this was due to the pump being in telemetry state because, it was not interrogated following the MRI. The patient was noted to be asymptomatic and "was fine". The medication used within the system was fentanyl.